Event description:
It was reported that the ilet pump¿s display screen cracked while the user carried the device in a pocket at work, after which the top portion of the touchscreen became nonfunctional and the user experienced trouble operating the device, including inability to change out supplies and blood glucose impact reported at 117 mg/dl. Symptoms included no injury. Outcomes included device performance impairment without medical intervention or hospitalization. Investigation included complaint intake, product replacement logistics, and collection of device return information. Investigation of this case revealed a cracked or broken display consistent with physical damage that rendered part of the screen unusable and affected user interaction, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to handling or external impact.